Manufacturer narrative:
Section d4, h4: additional information manufacturer's investigation conclusion: a direct correlation between the device and the patient's outcome could not be conclusively established through this evaluation. It was reported via patient outcome that the patient had passed away and the cause of death was unknown. It is unknown if the patient outcome was device or therapy-related. Multiple requests for additional information were sent to the customer; however, no response has been received at this time. The device was not returned for evaluation. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) lists death as an adverse event that may be associated with the use of heartmate ii left ventricular assist system and the proper actions associated with them. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Implant kit was shipped to the customer on (B)(4) 2013. The current revision of the heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the patient's outcome could not be conclusively established through this evaluation. The device has not been returned for evaluation at this time. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) lists death as an adverse event that may be associated with the use of heartmate ii left ventricular assist system and the proper actions associated with them. The IFU notes that ¿moderate to severe aortic insufficiency must be corrected at time of device implant.¿ the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Implant kit was shipped to the customer on 28jan2013. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to heart failure/aortic insufficiency (ai). Furthermore, it was reported that the patient presented with worsening heart failure symptoms and ai and was not a surgical candidate to fix ai. Palliative course was pursued. It was unknown if the device would be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient passed away on b)(6) 2013.